Manufacturer narrative:
The field service engineer performed many actions on the analyzer, including replacing a leaking joint. Performance testing was ok. The issue was resolved after the service actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The sample was initially tested twice, each time resulting in an hcg+beta value of > 10000 iu/l with a data flag. The sample was diluted 1:100 and repeated, resulting in an hcg+beta value of 75790 iu/l with a data flag. The sample was diluted 1:100 and repeated a second time, resulting in an hcg+beta value of 45428 iu/l with a data flag. The sample was diluted 1:100 and repeated a third time, resulting in an hcg+beta value of 76698 iu/l with a data flag. The hcg+beta reagent lot number was 584579. The reagent expiration date was requested, but not provided.